Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention. A 2.00mm x 15mm apex balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. There were no patient complications reported.